Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was previously reprogrammed because their fecal incontinence had become an issue again about 2 months prior. The patient then increased their therapy. Reprogramming was attempted and alternative approaches were presented to the patient, but they ultimately decided to proceed with an explant. The patient noted that there were no issues with the device, they were just tired of it and the necessary reprogramming. No additional patient complications occurred.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was previously reprogrammed because their fecal incontinence had become an issue again about 2 months prior. The patient then increased their therapy. Reprogramming was attempted and alternative approaches were presented to the patient, but they ultimately decided to proceed with an explant. The patient noted that there were no issues with the device, they were just tired of it and the necessary reprogramming. No additional patient complications occurred.